Event description:
A (B)(6) female pt contacted zoll customer support to report that her screen was indicating "a treatment was coming" and the monitor's touchscreen was not responding. The monitor was not producing audible alarms or tactile vibration on the pt's electrode belt. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (indication of treatment, touch screen not responding, no audible alarms, no belt tactile vibration) have been confirmed. Upon evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.